Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. The insulin pump kept going into threshold suspend. Her sensor glucose reading was 88 mg/dl but her blood glucose level was 200 mg/dl. She received several lost sensor alarms. The insulin pump was not communicating with the transmitter. She noticed a bent sensor. When she inserted the sensor, the needle hub was difficult to remove. The customer's husband accidentally hit a capillary when inserting the sensor. The site had blood. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed the sensor initialization test using a new lab transmitter. Both sensors functioned properly. Also, found both sensors with cannula bent. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.